Event description:
It was reported the pt is not receiving stimulation coverage in the established pain pattern. The pt is receiving unintended stimulation in the abdomen, thigh, ribs and left arm. The pt is considering surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.